Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation. Patient developed a rash with "noticeable drainage coming from one of the pimples." The irritation was open. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.